Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced skin overgrowth at the abutment site and subsequently underwent skin revision and an abutment change under a general anaesthetic on (B)(6) 2018.

Manufacturer narrative:
Corrected data: this report is submitted on january 11, 2019.